Event description:
A customer reported tubbing clogging issue during a surgery. There was no report of a patient harm. This one is second of the two reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provide in d.9., h.3., h,6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet active fluidics management system (fms) in a tray was visually inspected and no obvious defects were observed. The sample was tested using a console. Although the sample could be recognized and the service data could be retrieved from the console, the sample failed to prime and generated a system message code. The aspiration manifold was cut 3¿ from the aspiration tubing to cassette insertion to check for occlusions. The material in the tubing was sent to the particle lab for micro-ft infrared radiation (ir) identification. The identity of the material was viscoat which is used during surgery. This material in the tubing resulted in the customer's experience. The cause was not a result of a manufacturing error. The root cause is related to intraoperative use, viscoat was identified in the tubing which is used during surgery. The viscoat caused the tubing to be clogged. After an investigation of this complaint, it has been determined that no action will be taken at this time. Based on our current tracking, there are no adverse trends for this reported complaint. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).